Event description:
Evaluation revealed the force sensor was out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. (B)(6). Recall # 2531779-03/24/2010-003-r. Evaluation revealed the force sensor was out of calibration. Review of the pump download history revealed loss of prime warnings associated with zero force. A rewind, load and prime was performed on the pump with no loss. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime warnings being duplicated. The force sensor calibration was out of specification low. The pump was opened after testing and moisture on force sensor plate and bottom of case interior was observed. When the force sensor was removed from motor assembly they discovered corrosion on the inside of force sensor plate and shim plate. The force sensor resistance reading was out of specification at 15k ohms. It was also noted that the pump's battery compartment was cracked at the case seal.